Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that pt was looking to have the implant removed but his dr would not do it due to the pt not having insurance. He stated the pt reported being tired and having concerns about the implant "leaking". Caller directed the pt to work with the hcp/reps regarding the concerns and to seek medical attention as he needs.